Event description:
Note: this event, as reported, did not reflect an MDR reportable scenario; however, evaluation of the returned device revealed an MDR-reportable malfunction. This manufacturer report is being submitted based on the evaluation results. It was reported to boston scientific corporation that a percuflex plus drainage catheter was used in a stent replacement procedure (patient age, gender, and weight unknown). According to the complainant, contrast media was unable to be properly injected into the ureteral catheter due to a pinhole at the kinked point of the catheter. However, the returned catheter was damaged and torn 3.2 mm from the distal tip. The tear was a small 1 mm puncture from the inside diameter through to the outside of the diameter. The procedure was successfully completed using another percuflex plus drainage catheter. The patient was reported to be "good" at the conclusion of the procedure.

Manufacturer narrative:
Date of event unknown. (B)(4). The complainant was unable to provide the suspect device lot number; therefore, the device manufacture and expiration dates can not be determined. Based on the evaluation and condition of the returned device the most probable root cause for this event is determined to be "operational context." The complaint is associated with a product that meets the bsc design & manufacture specifications but due to anatomical/procedural factors encountered during the procedure performance was limited. (B)(6).